Manufacturer narrative:
Product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Based on the investigation, no product deficiency was identified. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to them experiencing dysphotopsia. Chief complaint is blurry vision, halos and glare. The complaint of blurry vision was at one week post-operation. The explanted iol will not be returned as it was discarded by the customer. The replacement lens is a non j&j iol diopter 21.5. Reportedly, there was no capsule tear and the patient is doing well, happy with vision.